Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range shock lead impedances. The increase in shock impedance has been gradual. A defibrillation threshold test was completed with a commanded shock that showed a measurement of within range values. The plan is to continue monitoring the patient and the impedance alert was increased. The rv lead remains in service. No additional adverse patient effects were reported.